Event description:
Unomedical reference number (B)(4). Event occurred in spain, on 13-apr-2024, 19-apr-2024 & 29-apr-2024 it was reported that the three infusion set cannula were kinked and patient faces symptoms within 3 hours of insertion. The infusion set is long for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 3.